Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while using a spectrum pump the medical staff could not get a nitroglycerin drip to run using nitroglycerin tubing. After moving the patient to the ambulance it was noted that the intravenous (IV) line that the nitroglycerin was connected to which had been placed prior to arrival seemed to be clotted. They were unable to pull back on the IV with a flush. A 22 gauge IV was placed in the left dorsal hand and the nitroglycerin and normal saline lines were moved to the new IV site. The pump for the nitroglycerin continued to alarm downstream occlusion despite multiple attempts to reset the pump and finally showed a screen that said that the pump needed to be serviced due to the alarms. During this time the patient stated that their chest pain was getting worse. A 1mg of hydromorphone was administered to treat the chest pain. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation therefore a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.